Manufacturer narrative:
The system was examined and the reported event was replicated. The table top illuminator was replaced as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 14, 2015. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
A surgeon reported that the system's illumination was poor in port 1 and port 2 during a surgical procedure. The brightness was adjusted to complete the procedure with no harm to the patient.